Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's device alarmed for low power alarms and power disconnects while on fully charged batteries and battery clips. The alarms persisted even with different clips and batteries. The alarms never occurred while he was on 14v patient cable. The controller was exchanged which resolved the alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number: (B)(6)) was returned for analysis and a log file was downloaded. A review of the log file showed events spanning approximately 2 days ((B)(6) 2021 08:21:55 ¿ 09:34:46, and (B)(6) 2000 per timestamp). The events occurring on (B)(6) 2000 are default dates and took place during testing at abbott labs. Throughout the log file there were intermittent atypical power cable disconnects coincident with rsoc invalid faults on the white and black cables. These alarms cleared shortly after activating and occurred on battery power. Intermittent atypical low voltage advisory alarms were active on throughout the log file while connected to battery power. These alarms coincided with fluctuating rsoc voltage readings on both power cables, which were not coincident with power source exchanges. The alarms cleared shortly after activating. Pump operation was not affected by these alarms. The driveline was disconnected on (B)(6) 2021 at 09:33:21 for a controller exchange. There were no other notable alarms active in the log file. The system controller passed all preliminary and functional testing and was able to operate a pump for an extended period of time as intended. The reported event was unable to be reproduced during testing. The root cause of the atypical low voltage advisory alarms was not able to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage advisory and power cable disconnect alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate ii lvas. These sections explain how to properly switch between power sources. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.